Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with damage , infusion not lower was confirmed during evaluation. The reported issue of non-delivery was confirmed as device with a constant alarm and no display, inoperative. Service did not specify the specific failure or alarm relating to the confirmed issue of non-delivery. The cause of the reported condition was determined to be a loose ribbon cable on the computer processing unit printer circuit board connector. The problem was resolved by reseating the ribbon cable onto the cn I/f connector.

Event description:
The facility reported a flo-gard infusion pump with a malfunction of "damage, infusion not lower." After further investigation, the facility later clarified that the malfunction of the device was that the "equipment will not dispense." The event was reported to have occurred upon power up in the emergency room. The hospital representative did not have any information on patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.